Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that outer insulation was abraded at 15.7 cm to 16.2 cm from the connector pin; the outer coil was exposed in this area. The abrasion is consistent with that of exposure to friction with another implantable device.